Event description:
The patient was undergoing a coil embolization in a splenic artery aneurysm using a ruby coil, a packing coil (pc), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician implanted one ruby coil in the aneurysm. Next, the physician was advancing a pc into the aneurysm, but the pc would not stay in place. Therefore, the physician tried to pull the pc back and readvance it into the target location; however, the pc unintentionally detached within the microcatheter. The microcatheter containing the detached pc was removed and the procedure ended. No additional coils were needed as the aneurysm was sufficiently packed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.